Event description:
Pt undergoing endoscopy. After procedure complained of abdominal pain and distention. X-rays and CT scan did not demonstrate any definitive perforation. Pt continued to be symptomatic. To surgery for exploratory laparotomy. Perforation noted and surgically repaired.